Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been performing the air removal step. Tandem customer technical support informed customer that not performing the air removal step is off label per the tandem user guide. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer changed pump supplies to address the issue.